Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The four cases of fever were defined by the 2013 nhsn biovigilance protocol. (Temperature was greater than 100.4 degrees within 24 hours of implantation). The medical criteria were approved for this review by the medical director of the tissue oversight program and the infection prevention and control manager. It is unknown whether these cases were reported to FDA. If the cases were it would have been reported by another staff member from this facility. As a result of this protocol the patients fevers were only followed for the first 24 hours postoperatively. It is also unknown whether the patient had a fever preoperatively (baseline), whether there was any surgical site infection or whether the hospitalization was prolonged or outcome. The fourth report of fever in a patient who received duragen. This patient whose pre-surgical diagnosis was back pain with a hematoma had the duragen implant done on (B)(6) 2013. The patient developed a fever of 102.8 within 24 hours of the fusion.